Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that she experienced a hypoglycemic event on (B)(6) 2015. As a result of the hypoglycemic event, the patient stated that she lost her grip and dropped her receiver into the toilet, causing blatant water damage to the device. Patient's husband was home at the time of the event and gave the patient a (B)(6) (soda) to drink. Patient stated that she recovered from the event normally. Patient did not require any further medical intervention. No further event information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, there was not alleged malfunction to the receiver device. The device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing could not be performed due to the receiver not turning on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The investigation confirmed moisture damage.